Event description:
A report was rec'd that the pt was unable to feel stimulation. After troubleshooting, it was discovered that the pt's lead had high impedance on all contacts. The physician has recommended a lead revision.